Manufacturer narrative:
(B)(4). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse performed preventive maintenance on unit. No problem was found with equipment. System meets amo specifications.

Event description:
Patient had a bilateral custom intralase procedure on (B)(6) 2010, without complication or incident. At 1 day post op, patient had a questionable infiltrate at superior fringe os vs early dlk os. Erring on side of caution, surgeon lifted flap and irrigated with vancomycin. Patient was rx'd alternating vancomycin and zymaxid q2hours os and instructed to not use pred forte os. Patient returned on (B)(6) 2010 at 10am, with stage 1-2 dlk ou. Patient was prescribed prednisone 40md qd po. Zymaxid and vancomycin were reduced to tgtt qid ou. Patient returned for follow up on (B)(6) 2010 at 10am, with no progression or improvement. Patient was instructed to stay on current medication regimen until return visit. (B)(6) 2010 - patient seen by affiliate and dx with grade 3 dlk. Flap lift and irrigated, kenolog. Seen (B)(6) 2010, vasc 20/50 each eye. Noted central haze and sub epi mud crack ou. Cont on pf q 1-2 hours, re-check 2 days for possible lift and stretch.